Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant reviewed a disk analysis and confirmed the code 1003. Ts recommended a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that this device remains implanted. The physician will continue to monitor the patient closely.

Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant reviewed a disk analysis and confirmed the code 1003. Ts recommended a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received this patient contacted the clinic regarding the device emitting tones. Follow up appointment in clinic confirmed device reached elective replacement indicator (eri). Technical service (ts) confirmed device depleting faster than expected. The patient was admitted to the hosptial, and the next day a revision procedure was performed. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed battery voltage measurements displayed a pattern of steady and rapid discharge. The battery voltage was lower than expected, but still supported full device function. Review of the memory log found that while implanted, the device did not trigger any suspicious fault codes or resets. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited behavior consistent with a premature battery depletion (pbd). A technical services (t/s) consultant reviewed a disk analysis and confirmed the device is depleting prematurely. Ts recommended a device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received this patient contacted the clinic regarding the device emitting tones. Follow up appointment in clinic confirmed device reached elective replacement indicator (eri). Technical service (ts) confirmed device depleting faster than expected. The patient was admitted to the hosptial, and the next day a revision procedure was performed. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and analysis completed.